Manufacturer narrative:
On february 17, 2023, mentor received the device for evaluation. On march 01, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 2.3 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the cause of the rupture could be the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of a gel-filled mammary prosthesis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: granuloma, rupture. Date of explant: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old caucasian female patient underwent a breast augmentation revision surgery with 300cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral implant rupture complicated by granuloma formation in both axilla regions. It was also reported that the cause of the reported rupture was likely due to a chest injury sustained during a mammogram. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2022-15625 for the contralateral event.